Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not observe drips of insulin exit the infusion tubing during the load fill tubing sequence. It was indicated that the cartridge was changed and the customer was able to resume insulin delivery. Reportedly, the customer's blood glucose level elevated and, again, the customer did not observe drips of insulin exit the infusion tubing during the load fill tubing sequence. Blood glucose level was impacted (over 200 mg/dl) and was addressed by delivering a correction bolus. Customer technical support (cts) advised the customer to disconnect from the cartridge patient line and run fill tubing again. Reportedly, the customer did not observe drips of insulin exit the cartridge patient line. Customer changed the cartridge and was able to resume insulin delivery.